Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, staple failed to deply when fired by surgeon. Unk how case was completed. No pt consequences reported.